Manufacturer narrative:
Additional part involved: 8.5mm x 70mm length monoaxial bone screw part number 82285-70. The offset connector is disengaged from the entire construct at the iliac bone junction. The disengaged parts remain in the patient. Regulatory affairs was made aware of incident by surgeon who performed surgery.

Event description:
The offset connector is disengaged from the entire construct at the iliac bone junction. The disengaged parts remain in the patient.